Event description:
This is a report of a patient death coincident with automated peritoneal dialysis (apd) therapy. The cause of this patient¿s death was cardiac arrest. The patient did not experience any adverse events prior to death and was reported to pass away at home. The patient was performing apd therapy until the time of death. It was not reported if the patient was connected to the homechoice device at the time of death. It was not reported if an autopsy was performed. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.